Event description:
Avid medical, an owens & minor company, is the manufacturer of a custom procedure tray that contains drape slush warmer disc 44x66, part # ors-320n manufactured by ecolab. Avid medical received a complaint from (B)(6) on 05/27/2016 that originated with (B)(6), from (B)(6). Their customer stated that there was a hole within the slush drape. Solution was pooling in the machine under the drape during an aortic aneurysm repair/aortic valve replacement. Machine and drape were removed and replaced without further incident. The complained drape was available for evaluation. Avid medical issued formal (B)(4) to the manufacturer ecolab for a hole in the slush drape part # ors-320n. The drape lot # are as follows: d151751rc, d151521rc, d151811rc, d151471rc, d151461rc, d151591rc, d151681rc, d152461. No patient injury was reported. Medwatch no. 1423395-2016-00038 was submitted by medline industries inc.